Event description:
Two-level prodisc-l was implanted at l4-l5 and l5-s1. Vertebral body fracture was not appreciated at time of immediate postop x-ray and CT scan. Radiologic review noted l5 vertebral body fracture in 2009. Operative intervention not anticipated; patient without restrictions. To date, patient has no complaints, no restrictions and removal is not planned. This is the 4th of 6 reports submitted on this event.

Manufacturer narrative:
Implant remains in patient. Investigation is on going; no conclusion can be drawn as no device was returned. Review of the manufacturing records has been requested.